Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient transmitted from the recorder twice to carelink but both times it said the symptom episode is "in progress". The manufactures representative called the manufacture technical services representative to ask if something is wrong and determine what to do next. The device remains in use. No patient complications have been reported as a result of this event.